Manufacturer narrative:
Concomitant medical products: addr01, implanted: (B)(6) 2009.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.